Event description:
It ws reported that the patient was implanted a customized product on (B)(6) 2006 on the left side. On (B)(6) 2014 the prothesis broke and the patient fell. The patient was revised on (B)(6) 2014, due to breakage of the prosthesis. It was reported that the intraoperative delay during the revision was approximately 1 hour.

Manufacturer narrative:
The manufacturer received the device for investigation on (B)(6) 2014. The investigation is pending. Other source documents (x-rays, pictures and surgical reports for implantation and revision) were provided. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Once more detailed information becomes available, a follow-up report will be filed. Zimmer's reference number of this case is cpt(B)(4).